Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-03007 pertains to the other device. It was reported to boston scientific corporation that a pinnacle anterior-apical pelvic floor repair kit was implanted into the patient on (B)(6), 2008. According to the complainant, the patient has experienced near constant leaking of urine that forces her to wear pads all day and night to absorb the uncontrollable leakage. All other information, including the patient's current condition, is unknown and reportedly unavailable.